Manufacturer narrative:
The tip-up fenestrated grasper instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint. The instrument was found to have the main tube broken. The instrument was broken at the distal end. Fragments from the tip of the main tube were missing and were not returned. The main tube was separated from the proximal clevis. The distal tip was returned.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive has received the tip-up fenestrated grasper instrument, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer reported the tip-up fenestrated grasper had scratches and cracks on the blades. The procedure was completed as planned with no reported injury. Intuitive followed up and confirmed that the instrument was inspected prior to use. Collision due to another instrument cause damage. Fragment fell when moving the instrument and not grasping tissue. Surgeon noticed functionality issues. All fragments were retrieved. Endoscope was used to retrieve fragments. Procedure was completed robotically with no patient harm.